Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Unable to find the tampon in her body after using it [foreign body in reproductive tract] . Hurts - vagina [vulvovaginal pain] . Discomfort - vagina [vulvovaginal discomfort] . Case narrative: consumer reported via phone that she was unable to find the tampon in her body. No serious injury was reported.